Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part: 314.291 lot: 180301-101 release to warehouse date: 26 nov 2018 manufacturing site: werk selzach expiration date: n/a supplier: (B)(4). Service and repair evaluation: the customer reported the during a distal femur the surgeon placed the collinear clamp onto the distal femur to compress and hold the fracture in place, as he squeezed the handle the handle snapped in two. The repair technician reported handel broken. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Only the event year is known. Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during a distal femur case, the surgeon placed the collinear clamp onto the distal femur to compress and hold the fracture in place, and as he squeezed the handle, the handle snapped in two. The clamp was placed on the back table. There was no surgical delay, and the procedure was completed successfully. There was no patient consequence. No further information is available. This report involves one sliding mechanism. This is report 1 of 1 for (B)(4).